Event description:
Procedure: lap chole. Reportedly, after a complete sealing cycle there was an inadequate seal. The surgeon recognized the issue and stopped using the hand instrument. Another one was used to complete the procedure without harm to the patient.